Event description:
The biomedical engineer reported a colleague infusion pump with a 199 failure code. The event was reported to have occurred during set-up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 199 was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries were replaced to correct reported condition. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Should additional information become available, a follow-up medwatch will be submitted.